Event description:
It was reported that during implant of the right ventricular lead, the impedance was high. Upon repositioning, the helix would not extend. The lead was removed and replaced. It was further reported that the chronic epicardial lead had high threshold and was capped. During implant of the replacement left ventricular lead, the lead was not stable in position so it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.